Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "blacked out" during a device check. It was also reported that the implantable pulse generator (ipg) battery was depleting faster than the patient expected. It was further reported that the "pacemaker speeds up" during the night. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.